Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) was ¿automatically turning off by itself.¿ the issue occurred intermittently, with the ¿days of incidents unpredictable and no set pattern.¿ impedance testing was performed and found all impedances were within normal limits. Additionally, reprogramming was performed, with new programming parameters set; however, the issue remained unresolved at the time of report. It was noted there were no environmental factors reported to have led or contributed to the issue. The patient¿s device remained implanted and in service at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.